Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery charge dropped suddenly. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. It was reported that the tandem cable the customer was using no longer charges the pump. The customer's blood glucose level was 105 (mg/dl). It was indicated that alternate insulin therapy would be obtained from the healthcare provider. The customer was able to use an alternate non-tandem cable to charge the pump.

Manufacturer narrative:
The investigation has been completed and one of the reported issues could not be confirmed (charging cable). However, a different issue was found.